Manufacturer narrative:
(B)(4). The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens (iol) was explanted from the patient's right (od) eye due to intolerable blurring and glare. There was no additional surgical intervention performed. The replacement lens is a non-johnson and johnson lens. The customer also indicated that the lens had been thrown out. No additional information provided.